Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with unknown saline breast implants which patient experiencing rheumatoid arthritis after implantation. As result patient underwent bilateral removal on (B)(6) 2020. This report is for the left side.

Manufacturer narrative:
On 4/22/2020, mentor became aware that the initial report mistakenly reported that a manufacturing record evaluation is in progress and the correct statement should have been: since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).